Event description:
The manufacturer received info alleging a ventilator's lcd was black. There was no report of harm or injury.

Manufacturer narrative:
The device has yet to be elevated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.